Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up visit, the patient's pacemaker exhibited backup vvi mode. The last follow-up in the year 2015 displayed two years remaining longevity. Surgical intervention was undertaken to explant and replace the device. No patient symptoms were reported.

Manufacturer narrative:
No conclusion code available; the reported field event of backup operation was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within expected limits. The device was tested on the bench and no anomalies were found. The cause of the backup vvi could not be determined.